Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) was implanted, a white foreign material adhered to the side of the optic around the haptic base. The account indicated that aspiration occurred during irrigation and aspiration (ia). It was challenging to remove the aspirated material, even with forceps, but it was ultimately removed. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that three days after surgery the patient's corrected visual acuity was 1.2. The patient was not hospitalized. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: september 10, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed. An unknown substance was found stuck to the end of the swab received. A fourier transform infrared spectroscopy (ftir) analysis was performed and the material is a mixture containing a urethane and protein species. The ftir spectrum raw data output file generated was compared against the manufacturing process ftir library. The analysis did not yield any correlation results. The customer also provided a video that was evaluated. The video showed an eye being implanted with the suspected complaint product and a fiber like material could be observed on the edge of the lens near the haptic-optic junction. The material was removed using surgical tools. Further evaluation of the video could not determine a potential source of the material. Indirect exposure to these components is possible; however, the manufacturing controls should be capable to identify the presence of this type of particulate or material during the inspection controls defined as part of the manufacturing process. The complaint issue "foreign material-loose" was identified during product and video evaluation; however, based on the complaint investigation results and ftir correlation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, no product deficiency or product malfunction were found conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.